Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device. Corroded motor assembly flex strips were identified as the probable cause of the device running on its own. Burnt flex strips can result in intermittent ground connection, intermittent power and/or unintended motion.

Event description:
The core universal driver was sent for eval because it was running on its own. The event occurred during a routine maintenance visit; no adverse event was associated with the device.